Manufacturer narrative:
No button error alarm was noted. The down arrow button did not respond due to corroded keypad traces. No moisture damage was noted on the electronics. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer had a battery change but the anomaly persists. Customer stated that it is probably due to water damage. Customer's blood glucose level was 13 mmol/l. Buttons were not pressed for longer than 3 min. Pump was not bumped or dropped. Pump will be returned for analysis. Insulin pump will need to be replaced. No additional informational provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.